Event description:
The user facility reported the unit had leaked water onto the floor over the weekend. There were no procedural delays/cancellations associated with the reported event. It was reported that an employee slipped on the standing water and injured their head. The user facility declined to provide further information on the condition of the employee that was reportedly injured.

Manufacturer narrative:
A steris service technician arrived at the facility and found the unit leaking. The technician also noted the contactor on the unit was burnt, indicating it may have shorted to the "on" position over the weekend. The technician replaced the contactor, safety valve and heater and confirmed the unit operational.